Event description:
The patient does not have any access to sound. The parent state there was an impact to the head on the non-implanted side. Re-implantation is being considered.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.